Event description:
I-stats, portable blood gas analyzers, are in use in intensive care units and ors. On 08/31/98, staff observed discrepant partial pressure of carbon dioxide values that were occurring on an erratic basis, were not unique to individual pts, occurred with multiple analyzers, and did not occur with control materials. The discrepancies occurred at partial pressure of carbon dioxide levels that would have altered medical care. Discrepancies have persisted after testing with a new lot of cartridges, and software upgrade. Rptr writes, " the primary blood gas instrument used in the clinical labs is the avl "omni". The avl 995 is another blood gas instrument in use by the clinical labs. There are five I-stats in use by respiratory therapists in the intensive care units and two I-stats in use by anesthesiologists in the ors. The partial pressure of carbon dioxide problem was uncovered through our ongoing quality control and quality assurance program jointly admininstered by respiratory care services and clinical labs. We notified I-stat of this problem on 08/31/98 but were unable to get satisfactory technical assistance despite multiple phone calls. I-stat finally agreed to send their personnel to our facility on 09/21/98 for further investigation. Multiple tests have been performed at our site; as of yesterday, I-stat has acknowledged that "there is a problem", but has been unable to identify the source of the problem."